Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the btt had a leak and would not inflate. The dissection tip was scratched and caused picture distortion and the connector on the blue irrigation line was broken. These issues were all found during use of the device. A replacement device was used to complete the procedure. The hospital did not report and patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).